Event description:
Boston scientific crm received information that this pacemaker was removed and returned for an unspecified reason. This device was included in the insignia microcrystal failure mode 2 field advisory. Initial analysis testing revealed that this device failed the realtime clock calculation. The device was forwarded on for further detailed analysis testing. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the device was put through and passed a series of automated diagnostic testing that verified the performance of pacing, sensing, and recording functions of the device. Analysis of the real time clock found that it did not deviate any time off of it outside design limits. A high number of episodes were stored in the log book, this appeared to have occurred post explant. The device could have lapped the counter multiple times, given the device was explanted for over a year. No evidence of advisory issues were found in the device memory or operation of the device. The device electrically functions within specification.